Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for sodium electrode (na), potassium electrode (k), and chloride electrode (cl) on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample tested for na, k, and cl. This medwatch will cover na. Refer to medwatch with a1 patient identifier (B)(6) for information on the k results and medwatch with a1 patient identifier (B)(6) for information on the cl results. The initial na result was 91.4 mmol/l. The repeat result was 139.2 mmol/l. The initial k result was 2.81 mmol/l. The repeat result was 4.14 mmol/l. The initial cl result was 65.1 mmol/l. The repeat result was 101.2 mmol/l. The sample was repeated as the initial results were low. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. No electrode lot numbers with expiration dates were provided. Calibration and qc were acceptable. The customer used a centrifugation spin time of 5 minutes. This spin time is shorter than typically recommended. The field service engineer (fse) did not find a cause for the event. The fse replaced the sample probe and sipper nozzle and performed a sample probe adjustment. An instrument check, qc, and precision testing were all acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.